Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient reported that the pump felt hot to the touch. She stated that she felt the pump during the night get very hot to touch. The patient noted that the side of the pump near the battery compartment was very hot, the pump emitted a low battery alarm which was confirmed in the alarm history. The patient confirmed that the battery she was using at the time of the incident was the energizer lithium battery that was sent with the pump kit; she received the pump three days ago when she began insulin pump therapy. She confirmed that there were no signs of moisture or corrosion on the battery but the battery was warm to touch. The patient changed the battery to an alkaline battery and continued to use the pump without further incidents. The patient denied bodily injury or burns as a consequence of the heat.